Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a post-operative routine follow up on (B)(6) 2016, x-rays showed that the set screw has loosened and the lag screw cut out. The initial trochanteric fixation nail (tfn) surgery for a hip fracture was performed on (B)(6) 2016. No reported issues during initial surgery. Surgeon confirmed the set screw was properly tightened. X-rays also revealed that the bone has moved but the lag screw did not. A revision surgery was performed on (B)(6) 2016. Surgeon reset the set screw and replaced the lag screw with a shorter one. Revision surgery was successfully completed without surgical delay. Patient status/outcome was reported as fine. Devices and x-rays are not available for return. This report is for an unknown lag screw. This is report number 2 of 2 for com-(B)(4).